Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 with suspicions of gastrointestinal (gi) bleeding with hemoglobin levels of 5.1 and international normalized ratio (inr) within 2-3 range. The patient received 4 units of blood. On (B)(6) 2022 the patient underwent upper and lower endoscopy and no active bleeding source was found. The bleeding was felt to be related to diverticulitis. On (B)(6) 2022 the patient was deemed stable for discharge and anticoagulation was restarted with inr goal of 1.5-2.0 and no acetylsalicylic acid (aspirin) and sandostatin (octreotide).